Event description:
I purchased a saalt menstrual disc on (B)(6) 2025 and inserted it as directed. Ten hours later, I was unable to remove it despite being able to reach the removal notch with my index or middle finger. My husband tried but was also unable to pull it out. I went to the local emergency room, and after a wait of three hours, the attending physician was able to remove it with ring forceps, although it took a couple of attempts. It was put straight into the medical waste bin. By that time, the disc had been in for more than 13 hours, increasing my risk for toxic shock syndrome. Saalt has a whole section on their website dealing with stuck discs, indicating that this is a known problem. They have a video that shows using the thumb and index finger together to grab the rim of the disc, but that is not physically possible for some people. They do not say to seek medical attention if the disc can't be removed, even though they warn not to use it for more than 12 hours because of toxic shock syndrome (tss). I used to use a diaphragm for birth control and was always able to remove it with a single finger.